Event description:
It was reported that when the device was used during a colon resection procedure, staple line leakage occured. The case was completed by using a new device in a laparotomy, with no further consequence to pt.